Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to access the drawers 2.1 and 2.2, which located on 6w1. As per part investigation, it was determined that fluid ingress observed in the board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "storage space requires maintenance" was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu inspection process. According to the work order (wo) (B)(4), the fse replaced pyxis module controller for drawer 2.1, 2.2 and verified functionality in diagnostics. During dchu visual inspection: p/n 151630-01: fluid ingress was confirmed. During dchu testing: p/n 151630-01: the testing from dchu was not necessarily due to fluid ingress observed in the board. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause to the reported failure "storage space requires maintenance" is attributed to the condition of the part p/n 151630-01 which produces a short and ultimately compromised the drawer's functionality.